Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reported that the uvc broke at the top, where the connector is attached to the catheter. The uvc was removed, and a peripheral catheter was placed.

Manufacturer narrative:
Submit date (B)(4) 2012. An investigation is currently underway, upon completion the results will be forwarded.